Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an alarm started and the patient's son tried to stop it without success. The following day a "cassette off. Pump does not function" error message occurred. The connector was reattached to the cassette, and it was able to run again. After speaking with the doctor it appeared that a lower amount of medication to be administered, 18.8 milliliters out of 100 milliliters, was still left in the disposable supplies. That remaining medication was discarded. No patient injury was reported.